Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan to report the one touch ultra mini meter was giving the error 2 error message with two different lots of test strips. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6) 2010 at 11:30 am, the patient obtained the error 2 error message on the reported meter, with two different lots of test strips, the second lot number is unknown. The patient was unable to obtain a blood glucose reading. Ten minutes later the patient experienced the symptoms of shaking and sweating. The patient did not seek any medical attention or treatment. Troubleshooting revealed the patient's testing technique and test strips were correct. The issue was not resolved. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level due to the reported meter issue. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.510k#: k061118.